Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. Medwatch report # 1402000000-2021-8006. Report source other: medwatch report. Device manufacture date: unknown. Investigation: no product or photo was returned by the customer. The customer complaint that the primary IV tubing snapped off between blue connector above the pump could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11171447 because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the alaris pump module smartsite infusion set tubing snapped when moved, causing fluid to leak out. The following information was provided by the initial reporter: "when taking down empty secondary IV bag and connected dextrose flush bag, those IV bags and tubing slipped out of rn's hand and onto floor. The primary IV tubing was still loaded into alaris pump. Primary IV tubing snapped off between blue connector above pump and flexible tubing loaded into pump. IV fluid in tubing leaked fluid onto floor."